Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of ngbx2201 showed no other similar product complaint(s) from this lot number. Device not returned at this time.

Event description:
It was reported that the device was tested and filled with distilled water and a leak occurred on the "holding balloon". No patient injury reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of tri-funnel ballooon leakage is confirmed, but the cause cannot be determined. The device returned was found to be one 24fr tri-funnel replacement gastrostomy tube (000724). Visual observation found cloudy fluid within the balloon. Functional testing found two holes at the proximal end of the balloon. Microscopic evaluation found that the two holes appeared to be tears and occurred on a crimp point where the proximal end of the balloon terminated. Tactual evaluation found that stretching the material could expand the size of the holes. The evaluation photographs were evaluated by the manufacturing site, but no root cause was determined. A lot history review (lhr) of ngbx2201 showed no other similar product complaint(s) from this lot number. Device not returned at this time.

Event description:
It was reported that the device was tested and filled with distilled water and a leak occurred on the "holding balloon". No patient injury reported.